Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 70% stenosed target lesion was located in the mildly tortuous left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation before reaching the rated burst pressure, the balloon ruptured. The procedure was completed with a different device. The patient was stable post-procedure.